Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that when using cinchlock and the anchor was deployed, the surgeon took away the inserter and noticed that the metal suture was still in the anchor. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: pull wire stuck in anchor. Pull wire breakage was confirmed. The portion of pull wire that broke was not returned. Probable root cause: design: poor mechanical advantage of locking feature. Materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: locking mechanism not manufactured or assembled to specification. Incorrect heat treatment applied. Application: not enough force applied. User unfamiliarity with device. (B)(4).

Event description:
It was reported that when using cinchlock and the anchor was deployed, the surgeon took away the inserter and noticed that the metal suture was still in the anchor. The procedure was completed successfully.